Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -12.5/+3.0/091 into the patient's right eye (od) on (B)(6)2022. The lens was exchanged on(B)(6)2023 for a longer length lens due to low vault and lens rotation. This resolved the problem. The reporter did not indicate the cause of this event.